Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. A software download was not successful and the device was replaced.